Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Although the touchscreen was initially unresponsive in the bolus menu, during troubleshooting with tandem technical support, the touchscreen responded to presses during. The customer's blood glucose was 124 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.